Event description:
The pt reported blood glucose results of "339 mg/dl" with the lifescan meter and "105 mg/dl" on a laboratory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt did not have control solution to perform control solution test.